Event description:
Patient reported he rebooted pump after receiving cs alarm while swimming in river. He left battery out for an hour then when reinserted the battery he noticed that none of the buttons would respond and the screen was stuck on verify screen then screen and then the screen went blank. The pump continued to vibrate. The keypad is intact, not peeling, lifting or damaged. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): on evaluation, the pump was returned with visible moisture in the display lens. The pump would not power on and the pump history was not able to be downloaded. Testing of the pump was not possible due to no power. A leak test was performed and revealed a case seal leak. The pump cover was removed and revealed moisture inside the pump. The keypad functions are not able to be investigated due to internal moisture damage. Call service alarm(s) are not able to be investigated due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.